Manufacturer narrative:
An event of leaflets coaptation during procedure was reported. The valve was returned to abbott for analysis and the investigation found all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm epic plus mitral was selected for an implant. At the time of device preparation, the leaflets were moving normally when tested with a saline valve tester. During the procedure, upon saline test it was observed that the movement of the leaflets was not proper. The physician explanted the valve and replaced it with a non-abbott device. Heparin was administered during the procedure. The patient is stable.